Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-62-user had poor technique. Test strip UDI# (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for erratic blood glucose test results. Nurse is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 460 vs 84mg/dl and 426 vs 111mg/dl (unknown if fasting or non- fasting). The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the living room. During the call on (B)(6) 2010, a blood test was not performed by the customer (declined). The test strip lot manufacturer's expiration date is 09/13/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1:101mg/dl date: (B)(6) time:8:49 am unknown; result 2:301mg/dl date: (B)(6) time:5:33am unknown; result 3:306mg/dl date:(B)(6) time:5:32 pm unknown; result 4:151mg/dl date: (B)(6) time:8:45am unknown; result 5:81mg/dl date: (B)(6) time:8:15 am unknown; nurse called in stating that she is concerned with the results that the meter has been giving. She states that on friday, she performed a test on the patient and the results was 460mg/dl. She tests again one minute later, and the results was 84mg/dl. Again, one minute the results were 426mg/dl, following that 111mg/dl. Nurse states that she does not remember rather it was fasting or non-fasting. Nurse states that she is only concerned with erratic results. She states that because they are trying new medication, results may fluctuate. Nurse also states that on (B)(6) 2018, the customer tested with the meter, it gave her a low result. She did not want to provide the results. She states that they called the ambulance and transported the patient to the hospital. No information provided about the event. She states that she does not feel comfortable to provide any medical information therefore she refused to release any information related to the visit. Nurse again states that she is not concerned with low or high, she is only concern with erratic results. Nurse states that they are working on new ranges of insulin nurse states that she tests both fasting and non-fasting. Customer feels well at time of call.